Event description:
It was reported that both internal fixture and abutment came out on (B)(6) 2025, when removing the external sound processor. The difficulty in disconnecting the external sound processor leads the patient to exert more force resulting in loss of fixture. The patient was reimplanted with a transcutaneous osia implant system attached to a newly implanted internal fixture on (B)(6) 2025.